Event description:
It was reported that the bd vacutainer® buffered sodium citrate blood collection tube was overfilled during use. No patient impact was reported.

Manufacturer narrative:
H.6. Investigation summary: bd did not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing. No issues were observed relating to underfill as all samples met specifications. Based on a review of device history record for incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was unable to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10